Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. .

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring placement of a chest tube and hospitalization. The target nodule was 5.9cm in size and located in the right lower lobe. There was no device malfunction associated with the event. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.